Event description:
A trilogy100 ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device powered on and operated as it should. The inlet air path assembly and removable air path foam was replaced per remediation. In addition, the internal battery, pm label and enclosure feet were replaced. The device was returned to the technician for further testing. The device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The device was scrapped.